Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited high impedance, along with oversensing of noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.